Event description:
Caller reported cgm error 42 involving g7 sensor. Blood glucose level was not specifically reported, but there was no indication of an adverse impact. The caller managed the situation by administering 3 units of insulin and planned to call back after 6 pm for a pump reset.